Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 53.00 mg/dl compared to readings of 217.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. Performed a source measurement unit (smu) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Sensor thermistor testing was within specification, indicating the puck's thermistor was fully functional. An extended investigation was conducted. Microscopic visual inspection of the returned pcba identified a crack consistent with damage introduced during the de-casing process. An smu test demonstrated that the puck transitioned to state 4 (active paired); however, electrical current and poise voltage measurements were outside specification, indicating an issue with electrical signal lines critical to glucose measurement. Further visual inspection identified a crack on the pcba, specifically in the copper trace of the wrk signal line, which is critical for glucose calculation. The damaged trace prevented proper current delivery from the source meter unit, resulting in failures of smu and poise voltage testing. The pcba damage, which occurred during de-casing, caused the returned sensor to fail smu and poise voltage testing by preventing proper current delivery from the source meter unit. As the damage is irreversible, the sensor was no longer suitable for further testing. Therefore, the returned sensor is unable to be tested. In addition the device history review (DHR's) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 53.00 mg/dl compared to readings of 217.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.